Manufacturer narrative:
One medfusion pump was received with no external damage. The event history log was reviewed and there was a force sensor bridge test error in the history. The start-up test was conducted and the reported issue was duplicated. The main board no longer operates properly as a result of normal wear. The pump was over 14 years old. The main board was replaced to resolve the issue. The force sensor was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a force sensor bridge test failure. There was no reported adverse event.